Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that the impella was placed on a 60 year old male patient and during the cardiac procedure, the patient had lots of ectopy and went into ventricular fibrillation (vf) multiple times and was shocked. During support, the patient experienced suction alarm and was given bolus, however events of suction continued through out support. Additionally, it was noted that due to compartment syndrome in left lower extremity post cannulation and a fasciotomy was performed. The cp was explanted and a 5.5 was implanted.